Manufacturer narrative:
Name: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number (B)(4).

Event description:
It was reported that the patient experienced infusion set fell off due to tape not sticking event on (B)(6) 2026. The infusion set was in use for three days. The site of insertion was gluteus.